Event description:
The user reported that the switch sparked. Our investigation found a small cut in the cord near the switch that could have exposed the user to bare wire.

Manufacturer narrative:
The user reported that the switch sparked. Our investigation found a small cut in the cord near the switch that could have exposed the user to bare wire. Failures of this nature are typically due to excessive bending of the cord near the switch. We have initiated a CAPA project ((B)(4)) to improve the durability and reduce the occurrence of similar failures in the future.